Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) and shock channels, resulting in two to four seconds of pacing inhibition for this pacemaker dependant patient. The noise could not be recreated with isometrics. It was noted that the device was reprogrammed and the patient will continue to be monitored. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a revision procedure was performed, during which the patient's lead was surgically capped. Subclavian crush was suspected due to the location of the lead; however, could not be visually confirmed due to the access point of the leads in the vein. It was noted that the patient was in atrial fibrillation/flutter at the time of the procedure, and ventricular fibrillation (vf) induction was attempted 3 times; however, was unable to induce sustained vf. The physician chose not to attempt to reinduce at that time. No adverse patient effects were reported.

Event description:
Additional information was provided that the rv impedance measurements have also declined.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that the device was explanted approximately 7 years later due to normal battery depletion. No adverse patient effects were reported.